Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer:" "IV therapy that was to be administered to the patient through 22 h via a volumetric infusion pump (infusomat space) was delivered through 12 h. A test was performed after the event; a 250 ml of saline was connected to the infusion pump and was set to be delivered through four hours. An infusion of 250 ml in total volume was delivered through 2 h instead of 4 h."